Manufacturer narrative:
The insulin pump alarmed with unexpected reset due to faulty connector on interface board. The insulin pump was received with minor scratches on lcd window, broken battery tube threads and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer had a recurring unexpected restart alarms on the insulin pump. Customer was receiving the alarms any time the pump was in use. Customer stated that the issue has been ongoing and the date and time need to be reset every time. Customer was advised that the insulin pump will be replaced, but they can continue to use the pump until the replacement arrives. Customer was advised to check the settings.